Event description:
It was reported that at routine follow-up of the device, there was no output, telemetry, or magnet response. It was also noted that at a device check six months earlier, the longevity was projected to be 29 months. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires.